Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-apr-2026, an FDA medwatch notification was received via email. It was reported that the tip of an ar-3636 knotless fibertak anchor broke off within the patient¿s bone. The issue was discovered during a shoulder procedure performed on (B)(6) 2026.